Manufacturer narrative:
Despite efforts no additional information could be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. A defibrillation threshold (dft) test was performed confirming therapy efficacy and returning a true shock impedance within normal limits. Approximately one month later shock impedance measurements returned to out-of-range values. Chest x-rays have not identified any obvious lead fractures. The patient was enrolled in the remote monitoring system and continues to be monitored. Boston scientific technical services (ts) reviewed device data and noted some myopotential noise present on the shock channel of the device but noted the other channels to be clear of artifact, thus not impacting therapy. Suggestions were provided regarding additional testing and programming options. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the previously reported out-of-range shock impedance measurements continue to be observed. Additional testing was performed on the patient's system without any significant findings. The physician plans to perform another dft test to determine true shock impedance and remove any potential electrolyte buildup at the lead tip though no timeline has been established. No adverse patient effects were reported. This system remains in service.